Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to generate reports due to an "unexpected error occurred, please try again" message. The customer stated they were unable to access the report server or the web portal after updating the server password. They reported that the issue began immediately following the password update, which was required to comply with pam password policies. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to generate reports or access the web portal and received an error message stating, unexpected error occurred, please try again. A technical support specialist updated passwords provided by customer by using knowledge article, med es: changing password for cfnservice and cfnadmin accounts to update the password in necessary places. The customer additionally reported repeated nightly lockouts of a service account after a password renewal, despite systems functioning normally. Tss investigated by reviewing event logs across the es servers but initially found no lockout events or references to the service account. The customer later confirmed, after obtaining logs from the active directory team, that the lockouts traced back to the es servers and appeared to occur at the same time each night, suggesting an automated task or authentication process. A subsequent tss identified the source of the issue and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to generate reports due to an "unexpected error occurred, please try again" message. The customer stated they were unable to access the report server or the web portal after updating the server password. They reported that the issue began immediately following the password update, which was required to comply with pam password policies. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.